Event description:
It was reported that a patient underwent an incisional hernia repair procedure with an ipom technique. Absorbable staples were used to fixate the mesh. The patient experienced a recurrence of the hernia which required a second surgery. It was noted that the mesh had pulled out of the tissue and was contracted. Additional information has been requested.

Manufacturer narrative:
Additional narrative: it was reported that the initial procedure was performed on (B)(6) 2011. The patient presented with symptoms the end of (B)(6) 2012. During the second procedure on (B)(6) 2012, the mesh was dislocated. The surgeon noted that the fixation staplers were still present where originally fixed. A new like mesh was used, fixed with staplers and single knot sutures to repair the hernia. The current condition of the patient is not conspicuous. Conclusion: explanted mesh was returned for evaluation. No prior fixation points were noted and straps were detected in the explanted mesh. No pulling out of the margins at the fixation is visible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): hernia recurrence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-01822. The same patient is represented in each medwatch.